Event description:
It was reported that during routine follow-up, an exit block was noted on the right atrial lead. X-ray showed that the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.